Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged/defective connector is confirmed and was determined to be supplier-related. One 20g x 1in safestep infusion was returned for evaluation. An analysis of the sample revealed a small white material attached to the inner circumference of the luer connector. Although no visible chip/damage was seen on the dust cap, the white material observed aligns with a known issue associated with similar cases. This suggests the dust caps may have been damaged during the automated manufacturing process when the luer hubs are closed with the dust caps. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported when rn took the end cap off the huber needle, she noted what looked like a small piece of white plastic down in the tubing part of the huber needle. When looking at the inner part of the end cap it looked like there was a piece of the plastic missing. We are not sure if that piece was from the end cap or not, or if that was a defect in the end cap. No impact to the patient, issue was noted prior to accessing the patient¿s port.